Event description:
It was observed that, during the device evaluation, the subject device exhibited damage to the fiber bonding in the outer tube area (distal end). There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the broken fiber bonding on the outer tube could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.